Event description:
Ous MDR - it was reported that, after an implantation time of about 45 months, the ICD could not be interrogated during a follow-up. No deterioration of the patient's state of health was reported, except that he was frightened.

Manufacturer narrative:
The ICD had been implanted for a period of 44 months. The device underwent a status interrogation, which confirmed the clinical observation that the device could not be interrogated. The manufacturing process of the device was checked. The respective documentation did not show any peculiarities that may have been associated with the clinical observation. All manufacturing steps were correctly performed. The ICD was opened. The visual inspection of its internal structure did not reveal any irregularities. The battery voltage was measured and revealed that the battery was discharged. The electronic module was then connected to an external power supply and underwent an electrical functional test. The power input of the electronic module was checked and showed no irregularities. The antibradycardiac output signal was unproblematic and corresponded with the programmed parameters. A fibrillation signal was applied and reacted according to specifications with a defibrillation shock. The specified energy level was achieved. The power input of the electronic module under stress continued to perform without problems. The battery was sent to the manufacturer for a destructive analysis. The battery was opened and underwent a visual inspection. This identified a damaged internal insulation. This damage allowed an increased internal self-discharge, which had lead to premature battery depletion. Summary the analysis of the ICD revealed premature battery depletion. The clinical observation is the result of an increased self-discharge of the battery. The electronic module did not exhibit any issues.